Event description:
It was reported that the patients right ventricular (rv) lead triggered a lead integrity alert (lia). Interrogation revealed high impedance levels on the high-voltage coils, and low impedance levels on the low-voltage (pace/sense) portion of the rv lead. A cardiac x-ray (cxr) was ordered but they were unable to tell if there is any problem. A fluoroscopy has been ordered to be completed at a future date. The lead remains in use and no programming changes have been completed at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.